Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis and heart trouble in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis and heart trouble. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with vancomycin intra-peritoneally (frequency and dose not reported). On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was not reported. At the time of this report, the patient had not recovered from this peritonitis event. The outcome of heart trouble was not reported. Per the nurse, the peritonitis and heart trouble events were not related to the homechoice machine, disposable parts, or dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12g20025 and h12h12046. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.